Event description:
It was reported that the ilet pump battery charged to 100 percent and depleted to zero within approximately three hours, prompting a request for replacement; the report was relayed via a trainer and customer care with plans to obtain engineering logs. Symptoms included no reported clinical effects or alarms. Outcomes included no reported impact on patient health or therapy interruption requiring medical attention. Investigation included engineering log review. Investigation of this case revealed a suspected rapid battery depletion consistent with a potential power management or battery performance issue within the pump. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending analysis of device logs.